Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Patient presented at follow-up with low r-wave and loss of capture. X-ray revealed lead dislodgement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.